Event description:
Plum IV serial. IV was found in pt room with knob on run, bat screen black. Ivac was unplugged - machine found shut down. No alarm before machine shut down. Patient on heparin drip at 6cc/hr. No harm to patient.